Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 17, 2017. (B)(4). The actual device was not returned for evaluation; however a photograph of the event was provided by the user facility. Review of the device history records revealed no manufacturing issues. The photo showed one of the non-vented caps on the reservoir lid, above the cr filter, being broken, with the stem of the cap remaining in the port of the lid. A retention sample from the same product code/lot number combination was visually inspected and confirmed to not have any damages or broken caps. The product undergoes several visual inspections during the manufacturing process, up until packaged into the one-piece box. It is likely that a shock force was applied to the product during shipping and handling, causing the cap to shatter. Additional information was obtained from the customer stating that the product is transported from the dock to the or room on a cart, where the capiox units are on the outside of the cart, which could have allowed damage to occur to the product. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the customer found a broken cap on top of the oxygenator reservoir when removing it from the case cart. No patient involvement. Product was changed out. Surgery was completed successfully.